Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 270 to 400 mg/dl with a moderate ketone level. A correction bolus was delivered via the pump to address the bg level. During a system check, the insulin was found to be like gel inside of the luer lock. A new bottle of insulin was used and the cartridge, infusion set tubing and site were changed multiple times. However, the insulin was noted to be gelled and customer's bg continued to remain elevated. The contact had the customer revert to using insulin injections to manage diabetes. The contact declined tandem technical support's offer for further troubleshooting.